Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported unspecified system error, which was not reproduced but confirmed during a review of the device event history log through the observation of system error 105. Evaluation found the bearings and inner and outer gear box with excessive wear, black material around the bearing, and shaft end play. Also the inner and outer gearbox bearings were worn, with the inner bearing cage broken, and starting to disintegrate and the outer bearing cage broken, and disintegrated. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump had an unspecified system error in the medical surgical care area. It was also reported there was no patient involvement.